Manufacturer narrative:
Because the damage was on the is-1 portion of this lead, this portion was capped so that the lead could remain implanted for defibrillation purposes. A new pace/sense lead was then successfully implanted. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during a normal device replacement, it was discovered that the insulation on this right ventricular defibrillation lead was damaged close to the connector. No adverse patient effects were reported.